Event description:
It was reported that the drill broke at the spring section during drilling. The drill was engaged in the r3 shell screw hole when it broke, the broken piece was retrieved.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The flexible drill was returned and evaluated. A visual inspection found that the flexible shaft has failed. The flexible shaft can fail if the device is over-torqued during operation, putting forces on the shaft that exceed the strength of the material. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. No additional complaints were found during the complaint history review. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.